Event description:
It was reported that the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system by removing old patient data, which created more space on the hard drive for saving images. System operates as intended.